Event description:
The customer reported being hospitalized due to low blood glucose. Troubleshooting was performed. The customer was driving and her glucose level dropped to 14 mg/dl, causing her to have a car accident and then hospitalized. The customer's most recent glucose reading was 270 mg/dl, and she has treated with glucose tablets. The caller stated that she was connected to the insulin pump during the rewind/prime process. The customer treated with a bolus of 50.0 units, and she changed the infusion set the night before the event. The caller stated that the bolus history does not show any priming. It was believed that the piston did not rewind all the way, so after connection it forced the insulin to exit as her units left were 254.0 units when the customer had filled with 300.0 units. The displacement test was performed and passed. The nurse called back and stated that the doctor recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.